Event description:
Ventilated patient required a change to a portable ventilator in order to take patient to radiology for CT exam. The circuitry tubing that was used was connected incorrectly between the patient and the portable ventilator. It is thought that the tubing can be incorrectly connected easily because there is nothing on the tubing to indicate which piece should be connected to which end of the valve. In this case, the valve was mis-connected and it caused the patient to decompensate during transport. This was immediately realized and the patient was reconnected correctly to a regular ventilator.

Manufacturer narrative:
The following elements have blank data.

Event description:
Ventilated patient required a change to a portable ventilator in order to take patient to radiology for CT exam. The circuitry tubing that was used was connected incorrectly between the patient and the portable ventilator. It is thought that the tubing can be incorrectly connected easily because there is nothing on the tubing to indicate which piece should be connected to which end of the valve. In this case, the valve was misconnected and it caused the patient to decompensate during transport. This was immediately realized and the patient was reconnected correctly to a regular ventilator.